Manufacturer narrative:
Medtronic received the following information from a journal article entitled; q fever aortic infection causing an aortoduodenal fistula after endovascular aneurysm repair boisvert a, gilbert n, hivon p <(>&<)> rheaume p journal of vascular surgery cases and innovative techniques 2020 6 (4) pp. 487-9. Doi:https://doi.org/10.1016/j.jvscit.2020.08.020. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in the endovascular treatment of a 80mm fusiform abdominal aortic aneurysm on an unknown date. The patient presented 5 years later for an annual follow-up examination where a recent ultrasound examination performed suggested a proximal type ia endoleak was present without progression of the aneurysm sac. On admission the patient complained of fatigue and weight loss during the previous 6 months. A cta performed showed a 7-mm increase of the aneurysm sac and a disruption of the aortic wall at the level of the infrarenal neck. What had been reported as a finding suspicious for a type I endoleak on the ultrasound scan was more precisely defined as a 5-cm heterogeneous collection coming into intimate contact with the irregular wall of the third duodenum, which had initially been described as a type I endoleak. Gastroscopy revealed a 1-cm distal duodenal ulcer without visualization of the endograft. A positron emission tomography scan confirmed an intense hypermetabolic area surrounding the infrarenal aorta and endograft, compatible with graft infection. These findings were consistent with an aortoduodenal fistula. Intervention was performed and the patient underwent stent graft explantation, neoaortoiliac system (nais) reconstruction, and duodenal repair, which was completed successfully. The postoperative course was favorable, and the patient was discharged home on day 10. The patient tested positive for q fever. Intravenous broad spectrum antibiotics were continued for 6 weeks. The q fever required 18 months of treatment. At the 9-month follow-up examination, the patient was doing well, and a computed tomography angiogram showed patent vascular reconstruction without signs of residual infection. No additional clinical sequalae were provided and the patient will be monitored.